Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that ever since she got the handset, it has been taking a long time to connect to the pump to bolus and it was lagging at 90 percent for a long time. After the agent review and delete the data, the patient was able to connect to the pump with no lag at 90 percent. However, she was not sure if the boluses were being delivered. The patient powered on the handset and when connecting to the pump, the handset opened on the tutorial page. The patient stated that happened every time and then she hits next, and it showed the bolus delivered. The agent reviewed this was only the tutorial, it is not referring to her personal bolus. The patient was showing a lockout of 53 minutes. The patient stated that she had to keep the communicator plugged in 24 hours a day and they can only unplug it at home to take her bolus because the yellow battery indicator light was on. The agent reviewed battery of the communicator and the battery indicator light meaning. While on the call, the patient communicator battery level was 90 percent and handset was 92 percent. The patient will continue to monitor the communicator battery. The patient will call back if she needs further assistance.